Event description:
A consumer reported that she experienced blurry distance vision after having an intraocular lens (iol) implantation procedure. The target was to correct the distance vision. However, after surgery her near vision was corrected. The iol was exchanged by a different surgeon. During the iol exchange the iris was cut causing an irregular fixed pupil. The consumer reported that her distance vision is still blurry without glasses. The distance vision clears up with her glasses. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).